Event description:
It was reported that, "I had uncontrolled bone growth. I have had one revision surgery. Suffer from chronic radiculitis. My pain is worse now than before my surgery..."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.